Event description:
A trilogy evo o2 international was received by a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy evo o2 international device at the third-party 's service center the device failed the active exhalation verification final test after routine preventative maintenance. The device's 3-way solenoid valve and proportional valve to address the issue. The device's battery and valve assessment was carried out and passed as required for a 4-year service. The air inlet foam filter and particulate filter were replaced, and the device was tested and all tests passed.